Event description:
Leaking around luer end of single lumen because of cracking. Tpn infusing and blood both leaking. Approx 200-500 cc of tpn and blood under pt in bed. Area oozing around site during the day. Required monitoring of pt's hematocrit and hemoglobin.